Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm), pump error 49(history pointers failed. The history pointers are corrupted), pump error 3(the main arm cannot communicate with the motor arm). The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing.the pump passed the self-test. The pump was received with a pump error 4 alarm during rewind due to a twi interface on main/motor processor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 4 alarm. Successfully downloaded history files and traces using thump software. Pump error 4 alarm was found in history file on 10/14/2024 10:23:01.000. Pump error 63 was found in history file on 10/14/2024 10:23:02.000 due to pmc failure. The pump was cut open and traces of moisture on pcba1 and motor noted during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged pump error 3 not confirmed. Pump error 4 noted during testing. Exposed to moisture noted during visual inspection. Pump error 63 noted in history file. Pump error 49 was confirmed in history file due to internal flash. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.